Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during debridement of a wound the handpiece of a versajet exact assy, 45 degree x 14mm no longer provided pressure after intermittent use of one hour and thirty minutes. The procedure had a delay of 20 minutes, there was no backup available and was confirmed that it was not completed. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation. A documentation review was performed. Historical review has revealed no other cases from the reported product or lot number, there are no open nor closed escalation actions within scope. Manufacturing records detail no contributory factors, records reveal the device met the required specifications upon release into distribution. The associated risk files adequately mitigate loss of pressure during use, without further details regarding the sequence of events, or opportunity to evaluate the handpiece or associated console the probable cause remains unknown. The instruction for use details that the when the device detects an internal motor failure, which will impact on pressure, it will display a failure f2 directing the user to replace the console. No error message was displayed. Factors that may affect efficiency are detailed within the instruction for use, if the saline bag is allowed to run empty air will enter the system temporarily reducing efficiency. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
H11. Corrected information in h6 (health effect - impact code).